Manufacturer narrative:
Updated with corrected patient last name. If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information was received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that since the patient's implant surgery, they had two subsequent surgeries to correct the placement of the ins. In both cases, the ins had ¿slid down¿ and the surgery was performed to reposition the ins further up in their chest. For the last surgery, their spouse commented that the surgeon had significantly moved the ins up in her chest as compared to the previous surgery. No further complications were reported as a result of this event.